Manufacturer narrative:
(B)(4). Two rinato guide wires were returned for evaluation (hereinafter referred to as rinato 1 and rinato 2). Rianto 1 was curved in the tip segment that was likely a trace of shaping. Peeling of the ptfe coating was localized on the shaft approximately 61 69 cm from the proximal wire end. Peeled segments were all longitudinal and linear, and there was a spot where peeled segments were located in multiple axes. Hairline scratches that run parallel to one another were observed proximal to one of peeled segments. These findings indicated that it was very likely that the metal chuck of a torque device very likely had contributed to scraping the ptfe coating. Rinato 2 was free of peeling of the ptfe coating or any other damage. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated with the metal chuck of a torque device that was probably incompletely tightened or incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that a rinato guide wire was used in a pci to treat a 75-90% occlusion in the proximal lad. After use, the ptfe coating on the shaft was found peeled. Final patient outcome of the procedure was fine.